Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience a heart attack, headaches, and nasal/throat irritation and the hose on the device gets hot. There was no medical intervention required by the patient. The reported event of heart attack and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted 2518422-2021-07669-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging a bipap device's sound abatement foam became degraded and caused an asthma attack. And has been sick ever since.the patient did receive medical intervention and reported to have been hospitalized for three days. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown sticky residue present on the surface of the base unit. During the interior investigation, observed unknown debris in the tracks of the ui panel. There are unknown insect carcasses throughout the interior, including the blower motor and airpath. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings: the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. The noise and odor mentioned could be caused by the insect infestation presence within the unit, air inlet/outlet, and blower motor. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused an asthma attack. The patient did receive medical intervention and reported to have been hospitalized for three days. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.